Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developing a skin irritation under the electrodes on left and right sides. The area looks like blisters and did open. The right side is draining, but the left is crusty and raw. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream and told to remove the device by a physician. Follow up indicated that the area is slowly improving.